Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is "feeling vibrations coming from the device". It was also reported that there was a change to the left ventricular (lv) vector to lv ring to right ventricular (rv) coil, decreasing out put and adding a safety margin to eliminate diaphragmatic stimulation. The device is still in use. No patient complications were reported as a result of this event.